Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -7.5/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. But the problem was not resolved. Additionally it was noted "after the doctor replaced the lens; there was no significant change in the patient's arch height". The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens with residue/debris on the lens. And the returned lens model is not the model stated in the claim. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#(B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).